Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. However, moisture damage was found at keypad traces. The device was received with cracked case at display window corners and reservoir tube lip. The device was received with minor scratches on display window and missing end cap sticker.

Event description:
The customer called to report the insulin pump had unresponsive buttons. Blood glucose reading was 598 mg/dl. Customer did not recall any significant events leading up to the keypad anomaly. Advised that the insulin pump will be replaced. Nothing further reported.